Event description:
A customer reported upon laryngoscopy, it was noted that the camera on the glidescope spectrum single-use directview mac s4 laryngoscope was working; however, there was no light source resulting in a black/dark screen with no visible anatomy when the blade was inserted into the patient. The intubation attempt was temporarily abandoned as users obtained a secondary glidescope unit while bag-mask-ventilating the patient. The intubation was successfully completed using a reusable glidescope blade. No delay in procedure or harm to the patient was reported. The date of event is unknown.

Manufacturer narrative:
The customer's glidescope spectrum single-use directview mac s4 laryngoscope was not returned to verathon, therefore the cause could not be determined. Review of complaint history for the reported lot number did not identify any previous complaints reported to verathon. Trending analysis for glidescope spectrum single-use laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.